Event description:
Customer reported fluctuating blood glucose (bg) levels ranging from 38 mg/dl to "high"; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer addressed the high bg by administering a correction bolus via the pump and addressed the low bg by consuming candy. Technical support helped the customer update various settings, including basal rate, correction factor, carb ratio, and biq/ciq settings, and advised consulting with the healthcare provider whenever adjustments are made. Customer acknowledged the advice and assistance provided by technical support.